Event description:
It was reported that, during a knee arthroscopy, the minitac anchor suture broke. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. Part of the insertion device and 4 needles and attached sutures (3 green, 1 white) were returned. The ends of the returned sutures and needles are blunt and appear to have been cut. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the green and white suture material found that a material certification is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.